Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover (maj-2315) had come off from the subject device. The user could not retrieve the single use distal cover with the endoscope and the single use distal cover was left in the patient. The user thought that the single use distal cover would come out naturally. The user completed the procedure with the subject device. The user has spoken to the patient 5 days after the reported event, and she felt well or had no ill effects. As far as she knew, she had not seen the single-use distal end cover. This is related to patient identifier (B)(6) which was reported under MFR. Report number 8010047-2021-06356.

Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a representative device according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfied the product standard. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: the distal end cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to come off the scope. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.